Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), calcium on the medial side of posterior annulus, short posterior leaflet, and a broad jet for a mitraclip procedure. The target was lateral a3p3, which had calcium and a short posterior leaflet. Several grasping attempts were performed with the first clip. There was difficulty inserting both leaflets. After several attempts leaflet damage was noted, which caused a flail of the posterior leaflet. The clip was moved lateral to the damaged area, to the medial side of a2p2. The clip was implanted. The second clip could not be placed in the damaged area. The second clip was placed lateral to the implanted clip, on center of a2p2. The mr was reduced to grade 2-3. The patient was stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with difficulty grasping the leaflets appears to be related to patient morphology/pathology (calcified and short posterior leaflet). Unspecified tissue injury appears to be related to the difficulty grasping of the leaflets. Tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.